Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. Customer was unable to obtain glucose readings due to the device "does not turn on with button". As a result, the customer experienced sweating and tremors and was unable to self-treat, requiring treatment of pieces of sugar and fruit juice by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspection has been performed on the reader and no issues were observed. Reader powered on with button press. Built-in reader test was performed and all results were within the specifications. Reader was successfully charging with data cable. Customer complaint could not replicated. Therefore, issue is not confirmed. At this time cable and adapter has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the cable and adapter is returned, a physical investigation will be performed and a follow-up report submitted. Section d4 (primary UDI number) was updated based on returned product download. Section d4 (serial number) was updated from (B)(6) all pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. Customer was unable to obtain glucose readings due to the device "does not turn on with button". As a result, the customer experienced sweating and tremors and was unable to self-treat, requiring treatment of pieces of sugar and fruit juice by a healthcare professional. There was no report of death or permanent impairment associated with this event.